Manufacturer narrative:
(B)(4). Method: work order search. Results: a work order search was performed and three were no similar complaints found. (B)(4).

Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted on (B)(6) 2009. On the 12 month icl postmarket study form, the patient indicated "vision is no longer 20/20". The lens remains implanted in the right eye. Follow up will be done with the surgeon and a supplemental medwatch will be submitted if additional information is obtained. See MFR report # 2023826-2010-00802 for the left eye.